Event description:
A report was received from the USA, stating that the device has a bent neuro tip. It is known that this event did not occur during surgery. There was no report of user or pt injury or medical intervention. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).